Manufacturer narrative:
Technician found the cause to be the latch cover and the latch being bent. Technician adjusted the right intermediate side rail latch and the latch cover to resolve the issue.

Event description:
Account alleged that the side rail would not latch in the up position. No patient impact.